Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient got hit in the back where the implantable neurostimulator (ins) was placed 2-3 weeks ago in (B)(6) 2016. She noticed her stimulation would increase on its own since 2-3 weeks ago. The change in therapy/symptoms was considered sudden. The patient called the doctor today and was told to contact a manufacturing representative (rep). The rep would be reaching out to the patient directly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.